Event description:
A report was received that a patient was scheduled to undergo a procedure to revise the ipg pocket. The patient was experiencing charging difficulties, and the battery was moving from side to side. The patient's pocket was revised, and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.